Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the experienced hyperglycemia. The customer blood glucose level was almost 500 mg/dl. Customer reports they did not receive a sensor updating however they did receive a calibration not accepted alert. The customer was decline to troubleshooting for high blood glucose value. The device will not be return for analysis.